Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is a14901 my model number is ess306 if you know it. This device has a three year shelf life; however I do not have that expiration date. The onset of my complaint started on (B)(6) 2012 this is a list of my side effects and symptoms that I have experienced due to essure. 1. Severe pain all over my body, my hips, legs, arms, hands, back, joint pain. 2. Swelling/pain, numbness or shooting pain in arms or legs, spasms, cramps in calves and feet. 3. Severe pelvic pain. 4. Hair loss. 5. Pain during intercourse. 6. Severe migraines. 7. Fatigue to the point where I can't get out of bed. 8. Severe pain during menstrual periods. 9. Shock, or twitching type feelings in my pelvic area. I have been seen by 2 doctors. I have been diagnosed with the following conditions fibromyalgia. The device is still inside of me.